Event description:
It was reported that post-implant of the laparoscopic adjustable band, on (B)(6) 2010 the patient presented with a port infection with drainage. During the course of treating the infection, the concern was that the infection was coming from the band. Diagnostic test performed on (B)(6) 2010 revealed that the tubing had eroded into the stomach. The endoscopy showed the tubing eroded into the distal body of the stomach. The tubing was inside the stomach. The band was perfectly intact. The band, port and tubing were removed. When the port was removed, the surgeon noticed that the tubing strain relief was detached. They could detect that the strain release was partially eroding into the stomach where the tubing entered. The surgeon did not make any speculations as to if was the cause of the erosion. The eroded site was not closed. The patient is doing fine. The drain is out and the port incision is closing nicely. Surgeon believes the culture came back positive for e coli, but has not confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.